Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of two intraocular lenses (iols) into two different patients, the patients are experiencing glistenings and visual discomfort. Additional information was requested. This file represents two unknown patients with unknown service dates.

Manufacturer narrative:
Additional information provided. The product was not returned. The information indicated the lens was a yellow lens model; however, the specific lens model information was not provided. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The associated product information was not provided. It is unknown if a qualified combination was used. The root cause cannot be determined. The product was not returned to evaluate. Follow up attempts were made. No further information has been provided. The manufacturer internal reference number is: (B)(4).